Event description:
The pt reported that the piston rod of the infusion device sometimes turns backward while in the stop mode. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.